Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: brown particles observed in the surface of the shell. Observed creases on the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
This is the same event and the same patient reported under mrn# 9617229-2023-07317. This record is the operating record. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: ¿ red particles and biological tissue observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.